Event description:
The patient was implanted with a left ventricular assist device. The patient was admitted on (B)(6) 2015 with gi bleeding due to arteriovenous malformations. An endoscopy was performed and the bleeding sites were cauterized. The patient's international normalized ratio was 1.3. The patient is reportedly doing fine and the pump has continued to operate as intended.

Manufacturer narrative:
Approximate age of device: 1 year and 8 months. A correlation between the device and the reported gi bleeding could not be conclusively determined. The patient recovered and the pump continued to operate as intended. A review of the device history record revealed that the device met applicable specifications. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing the file on this event. Placeholder.